Event description:
Clinic notes were received by the MFR dated (B)(6) 2011 which reported that the pt had a couple of recent grand mal seizures within the previous week. Upon review of the clinic notes, it appears that this is an increase in seizure frequency for the pt. In the notes dated (B)(6) 2012, it was reported that the pt "was having more seizures the last month, about every five days in december." Therefore, this is likely an increase in seizures for the pt. The diagnostics performed on (B)(6) 2011 indicated okay results. The generator was later replaced prophylactically on (B)(6) 2012.